Event description:
The customer contact reported a tubing rupture while in use with a power injector. An unspecified tubing set was being used to deliver an unspecified contrast medium, at unspecified rate, via a power injector. At an unspecified rate, via a power injector. At an unspecified time, while attempting to deliver the contrast medium, the tubing ruptured; subsequently, a loud pop was heard and a hole was noted at an unspecified location on the tubing set. The tubing set was replaced and the procedure was resumed. There were no reports adverse patient effects and no reports of delays in therapy critical to this patient. No medical interventions were required. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The customer contact identified the device as a 7 inch extension tubing set; however, was unable to provide the list or lot number of the device. This report represents all the information known by the reporter upon query by hospira personnel.